Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-15792. It was reported the patient experiences intermittent overstimulation. X-rays were taken and no anomalies were identified. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.